Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not work properly, the stylus pen and the arrow did not properly align and the overlay was therefore replaced. Analysis also confirmed the customer comment that the programmer had a long boot time and it was therefore reconfigured and the software reloaded. Analysis noted that the stylus was missing and that the latch tab on the power cord bay assembly was damaged and therefore the stylus and the power cord bay assembly were replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was changed and calibrated but still did not work properly. It was noted that it was initially okay then after a few uses it would not calibrate. It was further reported that the programmer had a long boot time. The programmer was returned for service. No patient complications have been reported as a result of this event.